Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up. Upon further inspection, fse found that the hdd was not getting detected. The philips engineer reset the connections. After which, the system was returned to good working order.the codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was not booting. No harm has been reported to philips. Philips has started an investigation of this complaint.